Manufacturer narrative:
The customer reported that excessive artifact / noise was detected on the bsm-1733a during setup by a nurse. There was no patient harm, and the patient was transferred to another bsm-1733a. No patient harm was reported. Investigation conclusion: the evaluation shows that this complaint is confirmed, and the root cause of the reported issue is due to physical damage and failure of internal components. No further investigation will be performed. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1: 10/30/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The customer reported that excessive artifact / noise was detected on the bsm-1733a during setup by a nurse. There was no patient harm, and the patient was transferred to another bsm-1733a. No patient harm was reported.

Manufacturer narrative:
The customer reported that excessive artifact / noise was detected on the bsm-1733a during setup by a nurse. There was no patient harm, and the patient was transferred to another bsm-1733a. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 (B)(6) 2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested.

Event description:
The customer reported that excessive artifact / noise was detected on the bsm-1733a during setup by a nurse. There was no patient harm, and the patient was transferred to another bsm-1733a. No patient harm was reported.